Event description:
It was reported that during installation of a new safety disk by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) failed the all manifolds leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp and replaced the unit with a new safety disk which corrected the issue. Unit was returned to hospital after new safety disk replacement and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and replaced the unit with a new safety disk which corrected the issue. Unit was returned to hospital after new safety disk replacement and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation of a new safety disk by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) failed the all manifolds leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,g7,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10 additional information: e1(event site postal code -(B)(6))

Manufacturer narrative:
The fse that encountered the issue replaced the safety disk. The all-manifold test passed. The equipment was tested and was okay. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of a membrane leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.